Manufacturer narrative:
An event of the device prematurely detaching from the delivery cable was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 6mm amplatzer vascular plug ii was selected for implant. During the procedure, the device prematurely detached in the svc and was snared. A new unknown sized, unknown device was successfully implanted. No patient consequences were reported. Additional information was requested, however is not available.